Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms, one of which the customer resolving by unwinding the infusion set tubing. Reportedly, the customer's blood glucose level was impacted.